Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) yr old male who presented with a ruptured aneurysm in the left anterior cerebral artery. The aneurysm was coiled on (B)(6) 2013. The pt experienced vasospasm which required intervention (intraarterial nicardipine) and recovered on (B)(6) 2013. The vasospasm was reported as serious adverse event which resulted in medical intervention to prevent further permanent impairment to body structure or body function.